Event description:
The following was reported: "pt. Presented with a periprosthetic fracture of the femur, proximal to a gmrs distal femur replacement. Pt. Was the recipient of an zb/stryker hip revision of the ipsilateral hip at the same facility. Dr. Opted to perform the revision, leaving the mrh tibia components, as well as the cup-cage acetabular components in-situ. No complaints have been filed against the components themselves, no further info available. Clarification from rep: pt. Came in with a custom stryker cup-cage and mdm liner, arcos stem/head and stryker dfr/mrh. We revised the mdm metal-liner to a trident-constrained liner. As well as the mdm metal liner and mdm/ adm poly insert, the following were revised: gmrs stem, small right dfr, bushings and axle, as well as mrh rotating component, bumper insert, tibial insert, and tibial sleeve.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.